Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the probe wipe was out of alignment and leaking diluent during probe rinse. The fse aligned the probe wipe and replaced (incidental) the tubing from the probe wipe to valve vl49 to resolve this issue. Failure mode was attributed to misaligned probe wipe. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the probe dripped 2 to 4 drops of clear fluid while running the latron control that was not contained within the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), including gloves, eye protection and a laboratory coat. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. The material safety data sheet (msds) was not consulted. There is an exposure control plan in place in the laboratory. No erroneous results were generated in connection with this event.